Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient was leaking all the time and wondered if it was due to removing the patient programmer (pp) batteries when not in use. The patient's stimulation was confirmed to be turned on and set to 1.4 on program 2. The patient confirmed that they were feeling stimulation in the correct area. The patient indicated that the leaking started on tuesday indicating a sudden onset of symptoms. The patient was advised that stimulation could be increased and to follow-up with their healthcare provider (hcp). Follow-up with the patient and their healthcare provider (hcp) determined that the cause of the sudden onset leaking was that the patient was constipated and had a uti. The patient's hcp changed their programs and the issue sudden onset leaking was resolved. The patient also reported taking medication. There were no further complication reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up with the patient's hcp confirmed that the patient's uti was due to the patient's underlying urinary dysfunction and was not related to the device or therapy. The hcp noted the previous dates of patient's utis as 5 prior to implant and one on (B)(6) 2018 post implant. The organism involved with the uti was reported to have been klebsulla pneumoniae. The patient was placed on bactrim twice daily for 7 days and the ins program was changed from 2-3. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.